Event description:
It was reported by the affiliate that (1) tct55 was used during a lobectomy procedure. It was reported by the affiliate that the instrument would not staple but cut the tissue. A new instrument was used to finish the case. No adverse outcome to the pt.